Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior lumbar interbody fusion at levels l3, l4 and l5, during final tightening of a screw, the tip of a straight tip t25 driver broke off. The tip was easily retrieved. There were no additional radiology imaging or medical intervention required. There was another device available to successfully complete the procedure. There was no surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned driver was examined and the complaint condition was able to be confirmed as the driver tip was found to be broken. No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The straight tip t25 driver-long is one of four t25 driver shafts intended to be utilized in final locking, tap tightening for the matrix system. Proper technique includes the use of a 10nm torque limiting ratchet handle and a countertorque. The technique guide cautions to never use fixed or ratcheting t-handle screwdrivers for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options, breakage of the driver may occur and could potentially harm the patient. The returned driver was examined and the complaint condition was able to be confirmed as the driver tip was found to be broken. The returned fragment measured approximately 5.5mm tall x 4mm diameter. No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.